Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the surgical staff noticed flickering and wavy lines in the image viewed through the surgeon side console (ssc). The site attempted to power down and restart the system, however, they were unable to get the system to power back on. With the assistance of an isi technical support engineer, the site reseated the power cord, reset the ssc power breaker and moved the power cord to an isolated circuit, however, the ssc would not regain power. The surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering confirmed that the issue experienced by the customer was related to the surgeon side console (ssc) primary power supply (pps). The pps is a +115v power supply with battery backup and contains logic and protection circuits to provide monitoring of under voltage, over voltage, over current, ac line status, over temperature, power supply fan faults, and detection of battery operation. The system was repaired by replacing the pps. As of february 17, 2011, there have been no reported recurrences of the issue at this hospital.